Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, a ¿user accident¿/variance was the root cause of the reported event and the surgeon did not fault the component. Although it was reported that ¿there is no health harm to patient¿, the implantation of a larger-than-planned component, however, could result in possible impingement, pain and/or subsequent medical interventions. No further medical assessment could be rendered at this time. Should further clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to procedural error or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported after the surgery, it was found by x-ray that the incorrect sizing of tibial base plate was implanted. Before surgery the doctor decided that the size #1 had been planned to be implanted, but the bigger size #2 was opened and implanted actually. This is the user accident. So the doctor does not blame the product. There is no health harm to patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.